Event description:
The device was found to be overheating at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Although requested, the initial reporter was not aware of how the issue was noticed.